Manufacturer narrative:
Technical investigation has been performed and no deviations on the product was found. The root cause of the accured event is most likely that the abutment used was to short to fullfill its purpose or growth by patient.

Event description:
Skin overgrowth on abutment.